Event description:
It was reported that the console is experiencing low power issues. There was no patient involvement.

Manufacturer narrative:
The console was serviced onsite by a field service engineer (fse). During functional evaluation, the fse found that the alignment was off on channel 4. The reported allegation was confirmed. The fse recalibrated channel 4, which resolved the issue. Optics were checked for dust or damage and cleaned; no problem was detected. The beam image and quality were checked, but no other adjustments were needed. Output power was checked in accordance with the service manual, and all checks passed. A risk review was completed and confirmed that the event of device - low power was defined in the risk documentation and is documented accordingly. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. A conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the console is experiencing low power issues. There was no patient involvement.